Event description:
According to the reporter, during a lobectomy procedure, the device was unable to fire and the handle could not be squeezed. A new device was used in order to complete the case. No patient injury. No reinforcement material was used.